Manufacturer narrative:
This report is submitted on march 28, 2017. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration. The implanted device remains. It is unknown if there are plans to re-implant the patient with a new device.